Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, abdominal pain and malaise. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin (500mg, every 48 hours for four days, route was not reported) and ceftazidime (1gm, every 24 hours for nine days, route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information added to b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment was discontinued. It was not reported if the patient was discharged. At the time of this report, the patient has recovered from general malaise and the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.